Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned. The reported failure to achieve hemostasis could not be confirmed as the reported event could not be replicated in a testing environment. Based on analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported failure to achieve hemostasis and treatment appears to be related to procedural circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after an interventional transarterial chemoembolization (tace) procedure. Reportedly, the device was deployed; however, the clip did not achieve hemostasis. Hemostasis was achieved by applying manual arterial compression for approximately ten minutes. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be in-training in the use of the starclose se device. No additional information was provided.